Manufacturer narrative:
Section h6 updated. A070602 was submitted inherently in previous report. Instead a1005 is added in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755-s, s/n (B)(6) found recharge antenna visual observation - white arrow rubbed off connector. This does not impact the functionality of the recharger. Recharge antenna failure - gnd cable resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s ; serial#: (B)(6) ; product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt reported the controller had been being weird for about a month or two and they had not been getting a good signal when trying to charge their implantable neurostimulator (ins). Pt stated this morning they were trying to recharge their implanted device when they saw system problem rm03. Pt said they reset the controller, but that did not resolve the issue. Pt inspected recharger cord and controller port but did not see any damage. Pt mentioned they last charged the controller earlier this morning. Pt reset controller and attempted to start a charging session of their ins. When patient reinserted the battery pack into the controller, they reported memory problem alert. Agent reviewed meaning of screen, and patient confirmed they reset date and time. Pt was able to start recharging with excellent quality but said the quality would flash to poor and then immediately go back to excellent. Patient also mentioned the paddle had been getting very hot. Pt confirmed they did not have any physical burns, but it was uncomfortable and that they hated charging their ins. The issue was not resolved. Pt mentioned their ins battery was fully depleted when they attempted to charge this morning. A replacement recharger telemetry module (rtm) was sent out.